Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 25) with multiple cartridges during the load process. It was reported that the customer was unable to clear the alarm. Customer's blood glucose level was 376 mg/dl. Reportedly, the customer administered expired novolog manual injections. The customer was hospitalized on (B)(6) 2015. Customer's blood glucose level decreased to 230 mg/dl.